Manufacturer narrative:
No complaint was received with the return of the lead. Failure event was seen during final analysis. As received, a complete lead was returned in one piece. Visual inspection of the lead found an internal insulation abrasion breaching the ring electrode cable lumen at the s-curve region.

Event description:
This report is to advise of an event observed during analysis.